Event description:
The customer reported to olympus that the power switch on the video system center was stuck pushed in. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, the faulty power switch was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported issue identified in b5, the evaluation also found that the unit has an old software version. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a power switch failure. Olympus will continue to monitor field performance for this device.